Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol composix l/p device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges additional surgeries for adhesion which caused multisystem organ failure, intraabdominal hypertension and death due to complications. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. No medical records, autopsy, or death certificate have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol composix l/p (device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). Ni/ni/ni: the patient had unspecified injuries. On (B)(6) 2016: the patient died due to complications from the hernia mesh. The patient suffered from severe and dense adhesions due to the implantations of the mesh which caused the patient to undergo additional surgeries causing multisystem organ failure, and intraabdominal hypertension. The attorney is making a claim for an adverse patient outcome against the composix l/p (device #1) and the ventralight st (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."